Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited decreased, but in-range, pace impedance measurements in addition to increased pacing threshold one week post-implant. Lead dislodgement was confirmed via x-ray; lv pacing output was subsequently increased pending a lead revision. Information was later received indicating the revision procedure was cancelled as pacing thresholds had decreased. The physician reprogrammed lv output and plans to continue monitoring the patient with normal follow-ups. No adverse patient effects were reported.